Manufacturer narrative:
(B)(4). Batch #: unk. Additional information obtained: spoke with the patient, per the patient, they had the band removed in the summer of 2014. They had a total of 4-5 adjustments. Patient did report that with the adjustments, the doctor had difficulty finding the port. The exact amount of the adjustment and volume of fluid in the band at time of removal is unknown. They had been having issues for about a year that included difficulty swallowing and inability to hold food and liquids down. At points, they would have to carry a trash bag around with them as they could not make it to the restroom in time when vomiting occurred. Due to the pain they were experiencing, they decided to make an appointment with the doctor to see what was going on. During that appointment, an endoscopy was performed and it was determined that the band had slipped. The patient waited a week, went back to doctor and was told the band was at the end of use and a gastric sleeve was their next option. Two weeks later during the gastric sleeve procedure, the doctor discovered damage (lot of scar tissue), around the esophagus. Patient currently experiencing difficulty swallowing food and medication. Following information has been requested, to date a response has not been received: would you know the exact date of the explant procedure? Upon removal, of the band, the patient indicated that there was damage around the esophagus. Can you please explain what that damage was? There was "implant material" used to cut down on vegetation", two weeks later another procedure to remove the material. Can you provide insight as to what that means exactly? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additionally, the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. A follow-up report will be filed as appropriate.

Event description:
It was reported by the patient that she had a realize lap band implanted in 2010 for extreme obesity. An endoscopy performed at an unspecified time post op revealed the band had slipped around her esophagus. A second surgery was performed to remove the device and implant 'material doctors use to cut down on vegetation.' Two weeks later she had another procedure done to remove the material. She is experiencing pain when swallowing and has 'air pockets'. Food and medicine also get stuck in her throat making her not want to eat.